Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process on multiple occasions. Ultimately, the customer is able to see drips exit the infusion set tubing, but stated that it takes more insulin than expect to fill the tubing. Customer's blood glucose level ranged from 117-118 mg/dl. The customer declined to further troubleshoot with tandem technical support.